Event description:
Customer dosed with normal amount of insulin based on a 400mg/dl blood glucose reading. Five minutes later, customer experienced low blood sugar symptoms and called paramedics. Paramedics blood glucose reading = 32mg/dl. Customer was transported to hosp. Hospital administered an IV. Level 2 control was out of range. A request was made for the return of the suspect device and replacement product was sent.